Manufacturer narrative:
Product analysis: analysis could not confirm the reported issue; the external pulse generator (epg) passed all testing with no anomalies. The hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not capturing. It was replaced with another unit that functioned as expected. The epg has been returned for service. No patient complications have been reported as a result of this event.